Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound closure using subcuticular stitch technique, the suture thread broke. New device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound closure using subcuticular stitch technique, the device broke. New device was used to complete the case. There was no patient injury.